Manufacturer narrative:
Initial reporter: hospital staff. Additional information will be provided following the conclusion of the investigation.

Event description:
On 18th march, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the paint might be cracked on the arm. The designated complaint unit employee confirmed based on photographic evidence the paint was cracked on the arms with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ardsat209004a. Corrected d4 catalog # ard568603999. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 18th march 2024 getinge became aware of an issue with one of surgical lights: lucea 100. It was stated the paint might be cracked on the arm. The designated complaint unit employee confirmed based on photographic evidence the paint was cracked on the arms with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 18th march 2024 getinge became aware of an issue with one of surgical lights: lucea 100. It was stated the paint might be cracked on the arm. The subject matter expert confirmed the mechanical coupling between the bracket and metal tip is cracked. There was no injury reported, however, we decided to report the issue in abundance of caution as the light head could fall off into sterile field or during procedure and it may cause contamination or serious injury in case of reoccurrence. The correction of h6 medical device - problem code, component codes # deems required. This is based on the internal evaluation. Previous h6 medical device: problem code: material integrity. Problem: degraded, peeled, delaminated (1454). Corrected h6 medical device: problem code: mechanical problem, detachment of device or device component (2907), material integrity problem, crack (1135). Previous h6 component codes: mechanical, coating material (4768). Corrected h6 component codes: mechanical, dome (793), mechanical, holder (838). Getinge became aware of an issue with one of surgical lights: lucea 100. It was stated the paint might be cracked on the arm. The subject matter expert confirmed the mechanical coupling between the bracket and metal tip is cracked. There was no injury reported, however, we decided to report the issue in abundance of caution as the light head could fall off into sterile field or during procedure and it may cause contamination or serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. As stated by the subject matter expert, to solve this type of issue, the ¿cover and fork kit¿ should be replaced. The root cause of this incidence by: a wrong manufacturing process of supplier: bad gluing and/or degreasing, wrong parts (too little or too much adjustment between two parts). An incorrect or improper use. To prevent any similar event, maquet sas recommends checking the light heads for impact marks or any other damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 18th march 2024 getinge became aware of an issue with one of surgical lights: lucea 100. It was stated the paint might be cracked on the arm. The subject matter expert confirmed the mechanical couping between the bracket and metal tip is cracked. There was no injury reported, however, we decided to report the issue in abundance of caution as the light head could fall off into sterile field or during procedure and it may cause contamination or serious injury in case of reoccurrence.